Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/12/2015. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding act kaolin cartridge that yielded unexpected results on a (B)(6) year old male patient with coronary artery disease undergoing cardiac stent procedure in the cath lab. The customer states that angiomax was used but there was no testing on the I-stat system during this time and the procedure completed 11:12. Additional catheterization was performed using heparin. Act measured on I-stat. During recovery, patient coded, was intubated and returned to the cath lab. The customer is returning product for investigation. (B)(6). The patient developed severe nose bleed. Ear, nose and throat specialist was brought in to packed the nose and stop the bleeding. The nurse indicated the nose bleed can be a complication of intubation. The patient was admitted. Patient remains inpatient and is stable. There are no injuries associated with this event.